Event description:
It was reported that during follow-up, there was yellow fluid from the reservoir. The volume aspirated from the reservoir was sent for examination. It was also reported that there was no alleged product issue, and no action was required as a result of the event. There were no patient symptoms or complications associated with the event. As of (B)(6) 2014, the patient was alive with no injury, and the pump remained implanted, in service, and there were no plans to explant. The pump was being used to deliver compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).